Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, during an attempt to reposition the device the pump flipped across valve and into the aorta. The doctor was unable to re-cross the aortic valve and the patient decompensated quickly resulting in cardiopulmonary resuscitation. A new pump was prepped and inserted.